Event description:
It was reported that pump experienced malfunction alarm with non-resettable malfunction code, and no prior notable events were reported before the issue occurred. There was no reported impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup insulin therapy, and technical support arranged replacement pump.